Event description:
Allergan's device analysis lab received a lap-band system that was "removed due to erosion."

Manufacturer narrative:
Taper ii. Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.